Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device was explanted and replaced with a non abbvie device.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.